Manufacturer narrative:
It was reported that during procedure there was difficulty recapturing the valve as the deployment wheel was at the end of travel and half of the valve frame was not inside the capsule. Also reported that a lot of force was used to close the valve capsule and re-sheath the valve however a small gap still remained; an external sheath was used to remove valve from patient. Information from field indicated that there was no issues during device prep with loading or retracting the valve into the ds. The delivery system was returned to abbott and investigation found that the valve capsule had a deformed damage. The nosecone was deployed fully and the inner shaft was noted to contain a kink which precluded functional testing. The reported difficulties during procedure may have contributed to the noted damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported retraction problem could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor titan valve was selected for implant using a large flexnav delivery system (ds). There was no issues during device prep with loading or retracting the valve into the ds. During the procedure, while the valve was being positioned, it went up into the ascending aorta. On the first attempt, the physician tried to recapture the valve but the deployment wheel wouldn't move, because it was at the end of travel and half of the valve frame was not inside the capsule. A lot of force was used to close the valve capsule and resheath the valve, but a small gap still remained. An external sheath was used and the valve was removed from the patient and a new 35mm navitor titan valve and large flexnav ds were used to complete the procedure. The patient remained hemodynamically stable throughout the procedure, but there was a delay associated with the prepping and delivery of the second valve. The patient stable and in good condition.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor titan valve was selected for implant using a large flexnav delivery system (ds). There was no issues during device prep with loading or retracting the valve into the ds. During the procedure, while the valve was being positioned, it went up into the ascending aorta. On the first attempt, the physician tried to recapture the valve but the deployment wheel wouldn't move, because it was at the end of travel and half of the valve frame was not inside the capsule. A lot of force was used to close the valve capsule and resheath the valve, but a small gap still remained. An external sheath was used and the valve was removed from the patient and a new 35mm navitor titan valve and large flexnav ds were used to complete the procedure. The patient remained hemodynamically stable throughout the procedure, but there was a delay associated with the prepping and delivery of the second valve. The patient stable and in good condition.